Event description:
It was reported has alarmed air in line almost ever hour nightly despite priming the pump, letting the bag sit for two hours nightly prior to infusion and not manipulating the bag. No further details provided. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the air detector, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. B3, d4: brand name, model number, catalog number, serial number, UDI, g5 and h4 are unknown, corrected data: h6: health effects.